Manufacturer narrative:
Image analysis three image were provided for evaluation in the images you can see the pouch has been opened and the abre device is not inside the protective sheath. A bend/curve can be observed to the distal section of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the abre venous self-expanding stent system was found with damaged sterile packaging, the stent already out of the packaging, deformation at the tip of the catheter/delivery system, twisting of the catheter/delivery system, a packaging, and abreach or damage at the tip of the sterile pouch. The device was discarded and not used in patient. No embolic protection was used. The procedure was completed by replacing the product with another abre stent. There was no patient involved.

Manufacturer narrative:
Additional information: it is unknown whether the packaging was damaged during transit. However, it was always delivered and transported inside its respective suitcases. There was no damage to the outer packaging. The box was in good condition with no evidence of tampering and/or damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.